Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that he had experienced a hypoglycemic event for which paramedics were called. His cgm values were 300 mg/dl and pt reports that he had made insulin therapeutic adjustments based on his cgm values alone, against cgm's user's guide recommendations. At the time of his call to dexcom technical support, pt reports that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.